Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is, due to a failed circulation pump. During calibration, it was confirmed, that the unit was repeatedly failing for flow. Replaced circulation pump head. Biomed, also stated, that the power switch would not stay in the on position. Per support or biomed tech, via phone 22 feb 2023. It was reported, that the calibration and the cpu were both expired. Biomed returned, the device for servicing and repair. Once got it back, it was still not working. Power switch was replaced. The arctic sun 6000 stat passed, all performance testing and electrical safety tests. And is functioning properly and ready for use. A DHR is not required, as the reported event is not an out of box failure. And therefore, the reported event is not manufacturing related. A reported issue was confirmed, through other elements of the investigation to not be labeling or packaging related. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported, that the arctic sun device was repeatedly failing for flow, during calibration. It appeared, that the bypass flow might need to be adjusted, but it was not clear. As it was incredibly challenging to communicate with. Biomed, also stated, that the power switch would not stay in the on position. Mis stated, that we would bring the device back in for an assessment and a loaner. Per support or biomed tech via phone 22feb2023. It was reported, that the calibration and the cpu were both expired. Biomed returned, the device for servicing and repair. Once got it back, it was still not working. Biomed needs to return it for repair.

Event description:
It was reported that the arctic sun device was repeatedly failing for flow during calibration . It appeared that the bypass flow might need to be adjusted, but it was not clear as it was incredibly challenging to communicate with. Biomed also stated that the power switch would not stay in the on position. Mis stated that we would bring the device back in for an assessment and a loaner. As per support or biomed tech via phone 22feb2023 it was reported that the calibration and the cpu were both expired. Biomed returned the device for servicing and repair, once got it back it was still not working. Biomed needs to return it for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.